Event description:
Results of "180 mg/dl, 120 mg/dl, 140 mg/dl and 120 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.